Event description:
Teleflex medical qa in another country, reported a user facility alleges staples are jammed. It is unk when this event occurred. No pt injury or medical intervention were reported. No add'l info was available.

Manufacturer narrative:
Add'l info: device evaluated by MFR? Samples are available but not required to be returned due to lot number indicating MFR date before CAPA was implemented for the same kind of problem. Device eval: CAPA was opened in 2006, and closed in 2007. Corrective actions have been implemented.